Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. An examination of the balloon identified no tears or holes in the balloon material. The returned device was attached to an encore inflation unit and the balloon was able to be inflated to its rated burst pressure and maintained pressure with no leaks noted. The balloon inflated and deflated successfully. A visual and tactile examination of the shaft identified a kink in the hypotube at the distal end of the catheter strain relief. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 10/4.00 flextome¿ cutting balloon¿ monorail was selected and advanced to treat the coronary artery. During the procedure, the balloon was inflated at 8atm during first inflation. After second inflation, it was noted that the balloon ruptured at 8atm. The device was removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Event description:
It was reported that balloon rupture occurred. A 10/4.00 flextome¿ cutting balloon¿ monorail was selected and advanced to treat the coronary artery. During the procedure, the balloon was inflated at 8atm during first inflation. After second inflation, it was noted that the balloon ruptured at 8atm. The device was removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.